Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketaoacidosis. Customer also has the flu. Customer's mother stated that customer had several no delivery alarms. Customer's mother also stated that she believes the 6mm set is not correct set for customer. Checked programming. Insulin concentration, basal rates/limes, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Pump passed high pressure test.